Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's implantable pulse generator (ipg) is inoperable as it is unable to communicate with external devices. Patient has not used or charged the device since approximately (B)(6) 2018. Surgical intervention to replace the ipg may take place at a later date.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that surgical intervention took place and successfully resolved this issue with a replacement scs ipg.

Manufacturer narrative:
A review of labeling shows that the user is informed to not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy. Based on the information received, the cause of the reported event is consistent with user error.